Manufacturer narrative:
Exact b3 date of event is unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Gilpin l, zekan d, baugh b, patel a, deslich sa, deem s, fitzwater r, lohri j, tierney j, hale ne. Evaluating the efficacy of employing local anesthetic prostatic blocks during rezum procedure. Cureus. 2022 sep 26;14(9):e29598. Doi: 10.7759/cureus.29598. Pmid: 36321018; pmcid: pmc9599892.

Event description:
It was reported to boston scientific via an article published in cureus (2022) that a single-center, retrospective study was conducted to evaluate the effectiveness of local anesthetic prostatic blocks for postoperative pain control in patients undergoing water vapor therapy for the treatment of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). The study included 109 male patients treated between january 2017 and april 2019, of whom 86 patients (79%) participated in a postoperative phone survey assessing pain scores and analgesic use. Patients were divided into two groups: those who received a local anesthetic prostatic block prior to the water vapor therapy and those who did not. All procedures were performed under intravenous sedation. Regarding safety outcomes, the water vapor therapy was reported to be well tolerated. No serious adverse events were reported in association with the use of local anesthetic prostatic blocks. Postoperative pain was generally mild, with mean pain scores of 2.10 in the block group and 3.03 in the non-block group. Although four patients in the non-block group reported severe pain (10 out of 10), this difference was not statistically significant. The study noted that 23% of patients reported using prescribed narcotics and 27% reported using over-the-counter analgesics postoperatively, suggesting that postoperative pain following water vapor therapy was limited. No new or unexpected adverse events related to the rezum system or the use of local anesthetic prostatic blocks were identified. No changes in sexual function outcomes were reported as adverse events in this study.

Event description:
It was reported to boston scientific via an article published in cureus (2022) that a single-center, retrospective study was conducted to evaluate the effectiveness of local anesthetic prostatic blocks for postoperative pain control in patients undergoing water vapor therapy for the treatment of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). The study included 109 male patients treated between january 2017 and april 2019, of whom 86 patients (79%) participated in a postoperative phone survey assessing pain scores and analgesic use. Patients were divided into two groups: those who received a local anesthetic prostatic block prior to the water vapor therapy and those who did not. All procedures were performed under intravenous sedation. Regarding safety outcomes, the water vapor therapy was reported to be well tolerated. No serious adverse events were reported in association with the use of local anesthetic prostatic blocks. Postoperative pain was generally mild, with mean pain scores of 2.10 in the block group and 3.03 in the non-block group. Although four patients in the non-block group reported severe pain (10 out of 10), this difference was not statistically significant. The study noted that 23% of patients reported using prescribed narcotics and 27% reported using over-the-counter analgesics postoperatively, suggesting that postoperative pain following water vapor therapy was limited. No new or unexpected adverse events related to the rezum system or the use of local anesthetic prostatic blocks were identified. No changes in sexual function outcomes were reported as adverse events in this study.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Exact b3 date of event is unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Gilpin l, zekan d, baugh b, patel a, deslich sa, deem s, fitzwater r, lohri j, tierney j, hale ne. Evaluating the efficacy of employing local anesthetic prostatic blocks during rezum procedure. Cureus. 2022 sep 26;14(9):e29598. Doi: 10.7759/cureus.29598. Pmid: 36321018; pmcid: pmc9599892.